Manufacturer narrative:
Attempts to obtain patient information yielded no response. Correct contact address: (B)(4).

Event description:
The customer reported the device does not operate on backup battery. Pt involvement unk.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.